Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue and also hardware low level failures alarm. Customer's blood glucose value was unknown. Customer stated hardware low level failures alarm received during self test. Customer stated they performed second self test and it was passed. The device will be return for analysis.

Manufacturer narrative:
No audio/vibrate anomaly/absence of alarm confirmed during testing. Hardware low level failures received after failing the self test. Broken trace noted at pin 1 of ambient light sensor. Device failed the self test and the occlusion test. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test.